Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing 66 occurrences of containing foreign matter, five cases of incorrect label information, one case each of insufficient additive and molding defects, and 136 instances of air bubbles in gel before use. The following has been provided by the initial reporter: fm in gel x47. Deformed tube x1 defective marking x5. Dirty shield x4. Black spots in tube x11. Dirty shield x4. Air bubbles in gel x136. Insufficient gel quantity x1.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing 66 occurrences of containing foreign matter, five cases of incorrect label information, one case each of insufficient additive and molding defects, and 136 instances of air bubbles in gel before use. The following has been provided by the initial reporter: fm in gel x47. Deformed tube x1. Defective marking x5. Dirty shield x4. Black spots in tube x11. Dirty shield x4. Air bubbles in gel x136. Insufficient gel quantity x1.